Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported left side "failed to hold the volume of saline, a suspected a leak, device migration, and significant disabling pain on lateral left side." Expansion was not completed. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white encapsulation and more than 3 openings. Leak test and microscopic analysis was performed which identified: more than 3 striated openings.

Event description:
Healthcare provider reported left side "failed to hold the volume of saline, a suspected a leak, device migration, and significant disabling pain on lateral left side." Expansion was not completed. Device has been explanted.